Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of received one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. One obturator and one trocar assembly were received. The visual inspection of the device noted that the obturator was snapped off of the trocar head. The shaft and hub demonstrated deformation consistent with an application of excessive force. The circular and envelope seals of the trocar were intact. Functional testing was precluded due to the observed damage. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition may be due to rough handling of the device. No enhancements or improvements were generated for the reported condition.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, prior to a lap chole, the device was found broken when opening to give to scrub, before patient was in the room.